Manufacturer narrative:
Initial and final MDR 1875091 - MDR - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set was fell off during use event on (B)(6) 2024. The infusion set was in use for three hour. Patient replaced infusion set and resumed insulin successfully. No further information available.